Manufacturer narrative:
Add'l lot# tabn003

Event description:
A surgeon reported that a patient who received 2 units of tcp putty (calstrux) in conjunction with 1 unit of op-1 implant on 20 april 2006 for an unknown indication experience inflammation and swelling local to the surgical site. Radiography revealed granular material had migrated from the point of implantation throughout the wound. The patient required reoperation to remove the implanted material. No other information was provided. Additional information is pending.